Event description:
During implant, high pacing impedance, loss of capture, and low sensing were observed on the right atrial (ra) lead. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage. The reported events of high pacing impedance, no capture, and p-wave amplitude variation were not confirmed.